Manufacturer narrative:
The patient and device codes were coded by the manufacturer. During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal to distal left anterior descending (lad) artery with mild tortuosity, heavy calcification and 70% stenosis. A non-abbott guide wire was advanced to the lad. A nc trek balloon 2.0x15 mm was used for predilatation. Then a xience prox 2.5x33 mm was advanced, but was unable to cross the mid lad lesion, so a buddy wire technique was attempted with further predilatation using a nc trek 2.5x15 mm. The xience prox 2.5x33 was then attempted to be reintroduced into the lesion; however, while the stent catheter was being inserted without resistance, the proximal shaft separated so the xience prox was removed. A xience prox 2.75x23 mm was successfully deployed in the left main to proximal lad. Post-dilatation was performed with a nc trek 3.0x15 mm. The mid lad was treated with balloon angioplasty only and the final angiogram appearances were satisfactory. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the xience prox, everolimus eluting coronary stent system, instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.